Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient presented to the hospital due to dizziness. Noise was observed on the stored electrograms. Lead fracture suspected. Loss of capture and sensing were noted as well. Noise was reproducible with manual testing. During testing the lead impedance increased. The lead was partially capped and a new pace/sense lead was added. The defib portion of the lead remains active. The patient is in good condition.